Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering on when the lid is open. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. The root cause was determined to be the lid switch, sw5. Device was destructively tested. Customer received a replacement device.

Event description:
The customer contacted stryker to report that their device was not powering on when the lid is open. There was no patient use associated with the reported event.